Event description:
Customer reported a broken zipper in the left side panel. The zipper has pulled apart and the teeth are damaged. The issue was discovered during setup, but the date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The patient access window side left has one tooth element that is missing from the molding zipper. Also, the panel side right corner nylon material has 3 inches of broken stitches. (B)(4).